Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station power began to shut off and displayed 'close drawers' when accessing full height cubie drawer 1. A field service engineer troubleshot the device in hardware test application (hta) but was unable to duplicate the issue. However, upon inspection of drawer 1 full height cubie, the field service engineer replaced the retractor band and drawer controller to resolve the issue. Testing with hta and the user confirmed that the drawer was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es, the main drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.